Event description:
The rep reported the device was used during a colon resection. It was reported the tlc55 would not fire. The case was completed using another tlc55. There was no consequence to the patient.